Event description:
The customer reported the loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video signal was identified as being the problem area, however, no conclusion can be drawn as repair information is unavailable at this time.